Event description:
It was reported that the patient was passed away from hemorrhagic stroke on (B)(6) 2021. No further information was provided.

Event description:
Patient anticoagulation was not changed but the patient did have cholecystitis. Computed tomography(CT) scan was taken. The patient had craniptomy to remove hematoma. No further information was provided.

Manufacturer narrative:
This event occurred at (B)(6)medical center in (B)(6), japan. Manufacturer's investigation conclusion: the evaluation of (B)(6) did not reveal any device-related issues. A direct correlation between (B)(6) and the reported events (hemorrhagic stroke, patient expiration, and patient condition) cannot be conclusively determined through this investigation. The pump was returned with the driveline cut approximately 5.5¿ from the pump body and a severed portion of driveline measuring approximately 33.5¿ was also returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portions of the driveline were unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii left ventricular assist system instructions for use lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.